Event description:
The patient presented with an existing neurostimulation device from a different manufacturer and planned to replace the existing system with a nalu spinal cord stimulator (scs) system to treat lower back pain. Patient was evaluated by medical staff and cleared for the procedure. On (B)(6) 2025 the patient was placed under anesthesia and the existing system was successfully removed. The nalu system was implanted such that the nalu implantable pulse generator (ipg) was placed in the lower back area with leads targeting the vicinity of t8-t10. While finishing the sutures on the nalu system the patient experienced a medical emergency, ultimately requiring resuscitation by the medical staff. The patient was resuscitated and transported by ems to an acute hospital facility. The nalu system was fully implanted and incision site was closed before transporting the patient. The nalu system had been tested for impedances before implanting and had not yet been activated at the time of the event.

Manufacturer narrative:
A nalu representative followed-up with medical staff. Medical staff indicated that the patient had a previous medical event. The implanting physician verbally reported to a nalu representative that the previous event is likely a contributing factor to the patient's medical emergency while under anesthesia. As of (B)(6) 2025 the patient remains in an acute hospital in a coma and the medical staff continues to follow for further diagnostic testing and treatment. The nalu system was tested prior to implanting and had not yet been activated when the patient experienced the medical emergency, indicating that it is unlikely that the nalu device itself played any role in the event. Although the nalu device itself, nor the use of the device, has been shown to be a cause or contributing factor to the patient's medical emergency, the firm has chosen to submit an MDR out of an abundence of caution.